Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The cause of this peritonitis was use error described as reuse of single use supplies. A labeling review found that all printed pouches for disposable products intended for single use are labeled with ¿this device is intended for single use only¿. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had reused single use baxter peritoneal dialysis (pd) disposables during pd therapy, which caused peritonitis. It was unknown if the patient was hospitalized for the event of peritonitis. The patient was not following doctor's advice and was non-compliant with the procedure. The patient did not receive any treatment for peritonitis. The patient had not recovered. Dianeal therapy was ongoing. No additional information is available.